Event description:
Recently, boston scientific received information that this left ventricular (lv) lead was explanted due to loss of capture and pacing impedance measurements of greater than 2000 ohms. Surgical intervention was performed to explant and replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt of the two segments of the lead at our post market quality assurance laboratory, visual analysis was performed. It was determined that the lead was fractured with insulation damage at 391 millimeters from the terminal pin due to the suture tie down, and likely resulted in the clinical observations of high pacing impedances. No electrical testing was performed.